Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
Wo: mps reported that pka implant placement is misaligned. Problem not reproduced. All test was passed with green. The system was fine. Additional info. 03-jun-2025: which cuts were inaccurate? The femur was shifted 3 mm laterally, and the tibia was significantly ground 5 mm laterally, which resulted in inaccuracies in the femur distal surface, femur posts, and tibia wall. How were the cuts inaccurate (proud, deep, etc)? The depth was about 1.5 to 2 mm. This is within the range of control of the system, but the osteotomy screen showed that the bone had not been cut deep (it was not red). Estimated discrepancy (angle/ mm): the femur is 2-3mm and the tibia is 5mm. Was the planar probe used to measure cut accuracy? Planar probe was not used because it was pka. Green probe was used to confirm on the planning screen.

Event description:
No new information.

Manufacturer narrative:
Reported event an event regarding incorrect placement involving a mako pka software was reported. The event was not confirmed. Method & results product evaluation and results: review of the case session files noted the following: the root cause of implant misplacement for this pka 3.0.4 case: all bone resection steps were resected more than 200 mm from the robot registration cube center with the lowest value being 368mm. Distance of this magnitude will add 2 to 4 mm of error to the bone resection. The recommended distance between the robot registration cube center and bone resection volume is less than 150 mm. Other potential contributors to bone resection inaccuracy: cautionary bone checkpoints for page entry on both the tibia and femur may indicate an array motion prior to bone resection. The high frequency and magnitude of velocity traps either indicate the frequent motion of the patient between bone preparation steps or a bumped base or bone array: velocity trap in the femur distal surface resection of 331 mm/s that may point to a bumped array. No bone check after this resection is noted. Velocity trap in the femur anterior post burr showing a movement of 365 mm/s. No bone checkpoint after this resection step to confirm status of array. Velocity trap after entering the tibial wall burr step showing movement at 642 mm/s. No bone checkpoint is noted during this burr step. Multiple base tracker movement errors after entering the tibial anterior post burr as well as a ¿pushed too hard¿ error that appears generally during rough handling of the robotic arm. No bone checkpoint step during this step. A velocity trap is noted in the tibia posterior post burr step with a 330 mm/s movement. All pre-surgery checks passed. Service records were not attached to this complaint, however, there is no indication of hardware of software malfunction. The bone resection inaccuracy is due to the user performing robot registration too distant from the bone resection volume. The field service engineer reported: problem reproduced? No trouble shooting notes: none work performed: all test was passed with green the system was fine. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob2205 was inspected and the quality inspection procedures were completed with no reported discrepancies. Complaint history review: a review of complaints in trackwise related to p/n 219999, robot number: rob2205 shows no other similar complaints for pka software - incorrect placement. Conclusions: based on the analysis of the relevant log files and session files, the alleged failure mode can be confirmed to have been caused due to user error. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.